Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section d9 product available to stryker of initial MDR indicates: field section d9 product available to stryker of initial MDR should indicate: return section d9 returned to manufacturer on of initial MDR indicates: 01/11/2024 section d9 returned to manufacturer on of initial MDR should indicate: 01/25/2024 the product assessment center (pac) technician evaluated the device and observed that the device had a depleted battery. The device was tested with a good battery and it was able to power on. The caused of the reported issue was determined to be depleted battery. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.